Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'no volume' which was verified during evaluation as no audio. The reported condition was verified. The cause was determined to be a failed rear case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no volume from the speaker. The problem was found during testing in the biomedical service department. There was no patient involvement. No additional information is available.